Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that the exposed portion of the soft cannula was stretched. Initially, insulin would not flow freely through the entire fluid path. The formed needle was identified as the source of blockage, where a soldering iron and hot water bath treatment was needed to unclog the blockage. After these steps, fluid was seen to pass freely through the complete fluid path. It could not be determined when this damage occurred, and the investigation could not conclusively determine a relation between the returned device and the device¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 270 mg/dl, while wearing the pod longer than 48 hours on the hip/buttocks area. Corrections were made using the pod but the bg levels did not decrease. Hyperglycemia treated by patient activating new pod and bolus. (B)(6).